Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a surgical procedure irrigation was stuck on continuous irrigation. They were able to resolve that issue and proceed onto irrigation/aspiration phase. The handpiece adhered to the posterior capsule. The surgeon was unable to release the handpiece as the reflux button on the footswitch failed to work. A viscoelastic product was used to separate the handpiece from the posterior capsule, but a puncture occurred. The patient required an anterior vitrectomy.

Manufacturer narrative:
The customer reported that during a surgical procedure irrigation was stuck on continuous irrigation. The customer was able to resolve that issue and proceeded into the irrigation/aspiration phase. The handpiece adhered to the posterior capsule. The surgeon was unable to release the handpiece as the reflux button on the footswitch failed to work. A viscoelastic product was used to separate the handpiece from the posterior capsule, but a posterior capsule (pc) tear occurred. The patient required an anterior vitrectomy. Additional information received noted the patient has recovered. The company service representative examined the system and found the footswitch cable was caught under the heel of the footswitch while it was depressed. This prevented it from returning to the default position and therefore causing constant irrigation. The footswitch cable was badly bent, causing an intermittent response from the top-right switch when depressed. The footswitch cable was replaced. However, this was not the cause of the event described. The system functional checks were carried out and the system was working well. The system was then tested and met all product specifications. The company service representative showed the staff how to store the footswitch to minimize damage to the footswitch cable. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system does include a footswitch drawer is at the bottom of the front panel. When not in use, this drawer is used to store and protect the footswitch. The operator¿s manual includes the cautions: never pick up or move the footswitch by the cable. Dropping or kicking the footswitch can cause irreparable damage. Debris, including fluid residue, stuck on footswitch bottom or under rear section of treadle may cause temporary malfunction of the footswitch. The system was manufactured on august 28, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a use error. (B)(4).